Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c190 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was caller stated that s omeone called them telling them their battery was going to run out soon. Caller stated that their stimulator is still working fine as they've been running it for the past 3 days. Caller added that they were in a car accident in february, and the "whole device was replaced" because the leads and everything had disconnected. Caller added that they even had a new one put in for MRI so they could do mris. Agent asked caller if they received an ID card with their new stimulator, and caller provided the ID card with implant date of (B)(6) 2017. Agent attempted to confirm if the stimulator was replaced in february, and caller again said yes. Agent asked caller to review their external components, and caller had a 97740 patient programmer. Agent was unable to clarify any details regarding a replacement implant. Agent reviewed information with caller regarding their implant battery longevity and eri warning; patient confirmed they have not seen eri. Agent documented reported information. Managing physician info provided.